Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch (lss) for impedances greater than 2500 ohms. The local boston scientific field representative reviewed device history and determined that the lss likely occurred in (B)(6) 2012. The patient was being seen in clinic after transtelephonic monitoring revealed that the lead was displaying loss of capture (loc). The device was reprogrammed to vvi as the patient was in atrial fibrillation and ra therapy was determined to not be of use. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.